Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the universal surgical manipulators (usms) were moving opposite of the surgeon's intended movement. No troubleshooting was performed with intuitive surgical, inc. (Isi) technical support due to the customer called in after the completion of the procedure. The system logs showed engagement failures detected on usm 1 and usm 2. The issue may have been user-induced; however, further investigation/troubleshooting was needed. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on site and could not reproduce the issue. The fse cleaned and checked the universal surgical manipulator (usm) carriage for engagement issues as a proactive/ preventative measure. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.